Event description:
It was reported that an arteriotomy closure of a common femoral artery was attempted using a proglide device after an interventional procedure. Reportedly, a cuff miss occurred. The device was removed and a second proglide attempted with the same result. Manual arterial compression was used to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated date of occurrence. Evaluation summary: the plunger, cuffs, link, needle tip and monofilament were not returned with the device. The analysis of the returned components body of the device, handle to foot function, guide tube, needle guide, bridge, suture bearing, exit ramp and sheath were normal with, there was no indication of a product quality deficiency that would have contributed to the reported cuff miss. Both ends of the foot were also examined and there were no needle strike marks detected. We were unable to verify or confirm the reported event, and determine a cause, because only the body of the device was returned. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide device is being filed under a separate medwatch MFR number.